Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly during visual inspection. Unable to verify alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received watchdog timeout alarm. The customer's blood glucose was 7.3 mmol/l at the time of incident. The customer stated that water might be the cause of the alarm. The customer stated that the insulin pump was not working. The insulin pump will be replaced and will be returned for analysis.